Event description:
Caregiver stated resident was wheeled from her room to the nurse's office and the rear wheel fell off of while the chair was at rest, the resident hit her head on the floor and had to seek medical attention.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.